Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2012-05360. The pt received his scs system including an ipg and two leads (from the same lot) on (B)(6) 2010. It was reported the pt was no longer receiving adequate coverage. It was also reported, the pt would lose stimulation when he twisted in a certain direction. An impedance check revealed invalid impedance. During surgical intervention both leads were explanted and replaced. The amplitude could not be increased after the doctor inserted one of the replacement leads into the ipg. The lead was reinserted and the cable was replaced to no avail. As a result, the ipg was also explanted and replaced. The replacement ipg and leads resolved the pt's issues. The explanted leads will not be returned to sjm due to being discarded by the surgical facility.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.